Event description:
First capio slim misfired and the second one they obtained. Capio was open after the pervious one misfired. New capio was inserted into patient and fired, but needle was jammed in device after removal.